Event description:
The plaintiff's attorney alleged that on or about (B)(6), 2012 the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-02303,1225714-2014-02304, 1225714-2014-02305 and 1225714-2014-02306.